Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily calcified and 90% stenosed anatomy resulting in the reported failure to advance. Interaction with the heavily calcified and 90% stenosed anatomy during removal resulted in the reported the reported difficulty to remove and ultimately resulted in the reported peeled polymer. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the narrow, heavily calcified, 90% stenosed, mid, anterior tibial artery with a high-torque (ht) command es guide wire. A non-abbott torque device was used in conjunction with the guide wire. The guide wire was advanced to the heavily calcified anterior tibial artery and the guide wire appeared to get stuck in the plaque. During removal of the guide wire from the anatomy, the first 1/2 cm of the polymer coating on the proximal portion of the guide wire tip came off and bare coils were observed under fluoroscopy. The guide wire along with the piece of polymer coating were pulled back into the unspecified support catheter and were removed from the anatomy as a unit. Once outside the anatomy, the support catheter was flushed and the piece of polymer coating came out of the support catheter onto a piece of gauze. The physician verified under fluoroscopy that all of the polymer coating was removed from the anatomy. A new ht command es guide wire along with the same torque device were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.